Event description:
It was reported by the patient that on approximately five occasions, in the early hours of the morning, the patient feels like they have been ¿zapped¿ by something; the patient stated they have a ¿hot flash¿ and can feel their pulse throughout their whole body. Additionally, they feel ¿extremely nauseous and weak.¿ it was also reported by the patient that the device has been depleting ¿inconsistently¿ for about the last 16 months. The patient also reported that the lead ¿is not functioning well.¿ the device was explanted and replaced; the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5068 implantable pacing lead (B)(6) 1999. (B)(4).